Event description:
The customer reported to their baxter corporate product surveillance that they are having problems with the unknown secondary set, product code unknown, lot number unknown, that will run for a few minutes and then stop on its own and the primary line takes over. It is unknown when the condition occurred. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). The set is unknown and the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.